Event description:
It was reported that a homechoice was ¿overheating and giving off a smell¿ during therapy. The patient described the smell as a ¿burning/electrical smell¿ and reported that this was occurring during ¿all cycles.¿ the therapy was discontinued prior to completion of two full cycles. The technical service representative (tsr) arranged a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. An internal/external inspection was performed and the device passed. Rite (returned instrument test evaluation) functional testing and electrical testing were conducted and the device passed. Heating system integrity testing was performed, and the device passed. A priming sequence and simulated therapy were performed, and no problems were encountered. There was no smell noticed during any testing. Initial evaluation did not confirm the reported condition a service history review will be performed. Should additional relevant information become available, a supplemental report will be submitted.